Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the permanent cautery hook instrument broke and fell inside the patient while the customer used it to remove the myoma. The fragment was not retrieved. A similar backup da vinci instrument was used. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the customers could not locate the fragment even though they tried irrigation and suction. The fragment was so small that they were unsure if it remained in patient¿s body or not. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, arcing was not observed. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
The permanent cautery hook instrument related to this complaint has been received, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. A review of the instrument log for the permanent cautery hook (part # 478090-03/lot# n10211108 0054) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 6 uses remaining after last use. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event and malfunction event due to the following conclusion: it was alleged that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook broke, and a fragment fell inside the patient with no evidence or claim of user mishandling/misuse. The fragment was not retrieved. Unintended fragment(s) falling into the patient may require surgical intervention. In addition, the root cause of the customer reported failure mode remains unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration is not applicable. The product is not implantable.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "when removing myoma with the instrument, tip was fell into the patient." Failure analysis found the primary failure of ceramic sleeve broken to be related to the customer reported complaint. The instrument was found to have a broken ceramic sleeve. A broken pieces is missing as a result of the breakage. Size of missing piece is approximately 0.103¿ x 0.118¿. The root cause of broken instrument ceramic sleeve is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. An additional observations related to the customer reported complaint was that the instrument was found to have a severely bent grip. The cautery hook was bent, likely causing the broken ceramic sleeve. The root cause of severely bent instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.